Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation showed the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation or excessive force while manipulating the sutures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, when t1 of fast fix was deployed, t2 came out while pushing the knot from the meniscus. Both ts were removed from patient successfully. The procedure was completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).